Manufacturer narrative:
The insulin pump was received with stuck motor error alarm loop during bolus delivery and the motor position encoder error was confirmed in the history file. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during testing. The device passed the rewind, basic occlusion, prime and displacement tests. The drive support disk was inspected and no anomaly was noted. The excessive no delivery alarm could not be verified due to motor error alarm. No check settings alarm noted. The device also had a cracked case display window corner, cracked battery tube threads and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed motor error and the settings were cleared. Blood glucose value was 135 mg/dl. The customer stated that the alarm history showed two no delivery alarms, 7 motor error alarms, a check settings alarm and a motor position encoder error alarm. Troubleshooting was performed. The device was returned for analysis.